Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer obtained an error message for 2 hours or more when scanning the adc freestyle libre sensor on (B)(6) 2021. As a result, the customer experienced thirst, lightheadedness, and felt like throwing up. The caller reported healthcare provider contact, where the customer was provided insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.